Event description:
During the case the surgeon noticed that the cement was not setting at the speed it usually does. The consistency seems different to usual. At the time, no f/u was required as the case was completed satisfactorily. There were no adverse consequences, medical interventions or procedural delays.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.